Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead decreased and was low. The r waves decreased during the same time frame and the capture threshold doubled. The lead was noted to have inconsistent pacing threshold. The lead was to be repositioned, but the length of the lead made it difficult to reposition. After three attempts, the lead was explanted and replaced and a longer length lead was implanted and remains in use. No patient complications have been reported as a result of this event.